Manufacturer narrative:
External insulation abrasion was noted breaching the outer insulation at 20.2-20.5 cm from the connector pin, consistent with friction to the device can.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with a right ventricular lead that exhibited loss of capture. Upon evaluation the lead was found to be dislodged. During lead reposition procedure, the stylet would not pass the lumen for repositioning. The lead was now explanted and replaced.